Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the sensor broke off during the insertion and part came out and the rest stayed in. Customer's blood glucose value was 140 mg/dl. Insulin pump will not be returned for analysis.